Event description:
Per the clinic, the patient has experienced persistent skin flap breakdown. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This report is filed on 31 jan 2014.